Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol phasix st on (B)(6) 2018, phasix on (B)(6) 2018 and ventralight st (x2) on (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against ventralight st (x2). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Note : an initial claim was made against the phasix st on (B)(6) 2018 and phasix on (B)(6) 2018. Hence the second legal claim was made against the ventralight st (x2) on (B)(6) 2019.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #4). Initial emdrs (MDR no.1213643-2021-06097 & MDR no.1213643-2021-06114) were previously submitted for the phasix (device #1) and phasix st (device #2). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #3). Should additional information be provided, a supplemental emdr will be submitted.